Manufacturer narrative:
Concomitant medical products: product ID :3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported a loss or change of therapy. She was no longer feeling stimulation and was urinating more frequently. An event date of (B)(6) 2015 was noted. She could not connect to her implant using her patient programmer and had tried both with and without the antenna. The patient had short term memory loss so she couldn't recall if she had used the programmer successfully or what she had seen. The patient was to follow up with her healthcare provider to have the device checked. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that she was referred to a new doctor and had visited him three times but he did not check her device.